Event description:
It was reported that the battery compartment is burned due to recall fc058 thermal damage. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 2-jun-2025. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue was confirmed as the device failed visual tests. The battery compartment was found to be burnt and corroded.